Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that it has stopped working. Additional information was received from the patient. Patient clarified that apparently, the leads are no longer connected to the battery. The cause was none/unknown. Steps taken will be replacement of battery and connecting leads with a possible replacement of everything. The issue was not resolved. Patient has to schedule surgery after figuring out when a good time is. Patient added they were a single mom no help.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (b0(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.